Event description:
The article, "early post-tavi thrombocytopenia recovery and subsequent subclinical leaflet thrombosis", was reviewed. This research article is a prospective single-center experience to evaluate whether early platelet dynamics differed in patients diagnosed with subclinical leaflet thrombosis (slt) on multidetector computed tomography (mdct) compared with those without slt. The devices included in this study were evolut r, portico, and navitor. The article concluded that a reversible thrombocytopenia during the first week post-implant, which was more pronounced in the slt group than in the no-slt group. [The primary and corresponding author was marco moscarelli, department of cardiovascular surgery, maria eleonora hospital, gvm care&research, palermo, italy, with corresponding e-mail: m.moscarelli@imperial.ac.UK.]. This study included patients who were treated with self-expandable supra-annular and intra-annular prostheses from 01 january 2014 to 31 december 2020. A total of 118 patients were included in the study, of which 11% (13) received an abbott device. The average age was 78.4 years. The majority gender was male. Comorbidities included heart failure, hypertension, chronic obstructive pulmonary disease, coronary artery disease, right bundle branch block, and prior stroke, transient ischemic attack, and myocardial infarction.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including heart failure, hypertension, chronic obstructive pulmonary disease, coronary artery disease, right bundle branch block, and prior stroke, transient ischemic attack, and myocardial infarction. Complications reported included patient device interaction problem (thrombus), thrombus, unexpected medical intervention (post-balloon aortic valvuloplasty, plug implant); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early post-tavi thrombocytopenia recovery and subsequent subclinical leaflet thrombosis. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.